Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a leak with their pump at home. Per reporter, it had been determined that the issue was with the luer-lock connection leading into the bd phaseal device. The programming mode was continuous, reservoir volume 88 ml, and the length of infusion was 46-48 hours. The lock level was configuration. The administration set was primed using the pump. Per reporter, there was a needless connector on the end of the IV line. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.